Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer did not observe insulin drips to be dripping out of the infusion set tubing during the load fill tubing sequence. There was no reported impact to customer's blood glucose. Customer declined to provide additional information or receive a follow up from tandem technical support